Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion was 90% stenosed with calcification and moderate tortuosity in distal right coronary artery (dist rca). The lesion was pre-dilated with 2.5x15mm balloon. But the taxus liberte device was unable to cross the lesion. The device was removed from the pt. The physician found the stent distal edge lifted up. The procedure was completed with a different device. There were no complications and the pt's condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(6). (B)(4).